Manufacturer narrative:
(B)(4). The reported backup vvi was confirmed in the laboratory and was due to low battery voltage. Device image review indicated that the device performed numerous high voltage charges due to noise, depleting the battery. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, the device was found to be in backup vvi mode due to a power on reset. Due to low battery status a download was not performed. The device was explanted and replaced. The patient was doing great post-procedure.